Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and passed relevant testing. A receiver download was performed and passed and overheating was not observed. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.